Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "intracapsular rupture, "there is no pain on the right, only when tightening near the armpit". Patient later stated "always felt pain on right side, since implantation feel the throbbing¿, folds, small peri-implant fluid collection, small obscure nodules. The device was explanted. Unspecified medication used for treatment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "intracapsular rupture, "there is no pain on the right, only when tightening near the armpit". Patient later stated "always felt pain on right side, since implantation... Feel the throbbing¿. The device remains implanted.